Event description:
This ra lead was repositioned at a procedure on (B)(6) 2012. No additional information is available at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).